Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
The customer called reporting that she saw an error 4 message when inserting strips into the meter. Also, the customer reported seeing a battery icon and changed the batteries, prior to this. The meter was found to be unlocked and the unit of measure was selectable.